Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 80-90mg/dl fasting. Verified test strips expire 09/30/2017. Customer's test strips are being stored in the kitchen and opened vial date is (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: 192mg/dl, 182mg/dl, 235mg/dl. No adverse event reported.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 80-90mg/dl fasting. Verified test strips expire 09/30/2017. Customer's test strips are being stored in the kitchen and opened vial date is (B)(6) 2015. Reviewed meter memory (B)(6). No adverse event reported.